Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the specimen present skive damage located 13.55 to 31.65 cm from the distal tip with a proximal to distal orientation with indications of torsional loading applied. The material skived from the shaft of the specimen device is not included with the specimen. The specimen coating otherwise appears visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. After allowing it to dry out, when examined at 1x ¿ 18 inches, unaided, the visual and tactile surface appearance of the specimen is acceptable per the inspection criteria. Microscopically the specimen coating appears to be smooth and consistent with trace indications of imbedded dried blood-like material and wear and abrasion over the length of the device, consistent with clinical use. The specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a biventricular ICD implant procedure, guide wire coating detached. Vascular access was obtained via the left subclavian artery. At an unspecified time during the procedure, the coating on a 035/150 zipwire hydrophilic guide wire shredded a few centimeters from the insertion site in the left subclavian vein. It was noted that the coating migrated within the subclavian vein. The coating was snared and retrieved out of the subclavian vein. No further patient complications were reported and the patient's status is listed as fine.

Event description:
It was further reported that a metal introducer needle was used during the procedure but access had already been obtained and a plastic sheath was in the axillary vein when the zipwire was inserted.